Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc) due to lead dislodgement. Surgical intervention was performed and the lead was repositioned. No adverse patient effects were reported.